Event description:
Reporter indicated that pt has been experiencing shortness of breath for approximately 3 months that has become severe. It was reported that the shortness of breath began around the same time that the pt discontinued one of their anti-epileptic medications (mysolin). An adjustment in programmed parameters was made in an effort to alleviate the shortness of breath that resulted in an increase in seizure activity. The history of the device adjustments are as follows: 2002: reduced output from 1.5 to 1.25 ma. Pt was only having 1-2 auras at this time. 2003: output current remained the same, the frequency was increased from 20 to 30 hz. The pt had 2 auras during the time from the previous visit to this visit. The following month no changes in parameters. Had only two auras since last visit. The following month. The pt has had 6 seizures since the last visit. Treating neurologist indicated that device output current would be increased back to 1.5ma in a effort regain seizure control. Further follow-up revealed that the pt's shortness of breath was lasting for up to 40 minutes and resulted in at least one trip to the hospital emergency room. Treating neurologist plans to reduce output current back to 1.25ma.